Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a non-emergency treatment procedure was performed when the issue happened. The procedure was completed by moving the patient to another system. Field service engineer (fse) visited onsite and confirm the reported problem. After reviewing the log, fse confirmed the malfunction. Upon troubleshooting, fse found x-ray tube not working. To resolve the problem, fse was replaced the x-ray tube, and the part is return for further analysis, and the failure confirmed tube defect. After replaced the x-ray tube, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the tube current was out of range, preventing x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.